Manufacturer narrative:
Device evaluation- the returned device was given functional and delivery testing. The device was found to give an error code "20201". This type of code can occur when the real time clock battery is low. The real time clock battery was replaced to address this issue.

Event description:
Information was received indicating that it was observed that this ambulatory infusion pump gave error 20201. No adverse effects reported.